Manufacturer narrative:
Other text: b6: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that the product problem was observed after the pump was received following preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the pressure was tested and the device did not activate within specification. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with very high pressure. There were no reported adverse events.